Event description:
Additional information was received from the patient. They reported that they'd had a wand run over their back on (B)(6) 2024 and they didn't know they were going to do that. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that back in august they were wanded with a security device and wondered if this could cause any problems for them. Since then at night times they feel like they are going to the bathroom more than they used to. Sometimes it is 3-5 times they will go. Patient has not had any falls, traumas, or changes to diet or medication. They have not changed their device settings at all since their symptoms got worse. The patient was redirected to their healthcare provider to further address the issue and patient said they are not due for an appointment with managing physician for another 6 months. Reviewed option to try increasing amplitude if comfortable for patient.